Manufacturer narrative:
The customer reported that the central nurse's station (cns) was frozen. According to the customer, they restarted the unit and everything worked again; there was no missing data. The customer simply wanted to report the incident. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was frozen. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was frozen. According to the customer, they restarted the unit and everything worked again; there was no missing data. The customer simply wanted to report the incident. There was no patient injury reported. Investigation summary: the issue of cns freezing was resolved by the customer when hey rebooted the cns. Cnss should be rebooted every 90 days to avoid system instability. The operator's manual states that the cns should be rebooted every 90 days. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any of this information and no patients were harmed. B6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any of this information and no patients were harmed. B7 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any of this information and no patients were harmed. D10 attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I don't have any of this information and no patients were harmed. Manufacturer references # (B)(4). Follow up 001.

Event description:
The customer reported that the central nurse's station (cns) was frozen. There was no patient injury reported.